Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) units display screen is difficult to open and close and it can no longer be opened and closed as normal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units display screen is difficult to open and close and it can no longer be opened and closed as normal. There was no patient involvement.

Manufacturer narrative:
Aware date updated: 05/10/2023.

Manufacturer narrative:
Additional information - event site postal code: (B)(6). When a getinge field service engineer (fse) had evaluated the unit confirmed the reproduction of the opening and closing failure of the display screen. When the fse had checked the inside of the display, he found that the left and right hinges connecting the monitor screen and the touch panel screen were stiff. The display left and right hinges was replaced. It became possible to open and close without problems, so we replaced the repair part. After that, conduct an operation check. The event has improved and the equipment is good.